Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient used another company's skin prep protection wipes that were prescribed to the patient on (B)(6) 2007. The patient is reported to be fine. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).